Manufacturer narrative:
Reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the screwdriver was found broken after the device was sent through decontamination. There was no procedure or patient involvement. This report is for one (1) screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.019.025. Lot: 8229924. Manufacturing site: haegendorf. Release to warehouse date: 21.dec.2012. The device history record shows this lot of 21 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Device use: the 03.019.025 device is a reusable instrument used to insert 4.5mm multiloc screws. The locking core shaft is assembled through the cannulation in the outer screwdriver handle/shaft to lock the screw in place on the screwdriver. The locking core shaft is then pulled back by the cap after screw insertion is complete. The laser weld designed to attach the knob to the shaft is not intended to withstand loads from impaction as etched on the device. Investigation flow: broken: visual inspection: visual inspection performed at customer quality (cq) observed the condition of the back knob separating from the remainder of the device, due to broken weld which agrees with the reported complaint condition. The laser weld designed to attach the knob to the shaft is no longer intact and is broken. No new issues were identified. Document/specification review: following drawings were reviewed during investigation. No product design issues or discrepancies were observed. Top level assembly drawing: cap drawing: locking core shaft: locking core coupling assembly drawing: dimensional inspection: a dimensional inspection relevant to this complaint condition was not performed at cq because of the broken weld. However, per drawing it was observed that the device was leak proof laser welded at the shaft and cap joint and no design issues were noted. The device history record shows this lot of 21 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: this complaint is confirmed; however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. While no root cause could be determined, per the visual inspection performed it was likely that the observed breakage pattern is due to the unintended excessive forces such as twisting during usage/handling could have contributed to complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.